Manufacturer narrative:
(B)(4). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
(B)(4). It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 405 mg/dl on aviva system, 123 mg/dl on nano system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.